Manufacturer narrative:
On 30-jan-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was unable to be flushed after being inserted into the body. Flushing was possible prior to insertion. However, after insertion flushing couldn't happen. The pump beeped so the ablation catheter was removed the make sure that irrigation was flowing. The tubing was flowing correctly but the catheter could not be flushed manually or with the pump. The generator and pump settings were also confirmed to be correct. When the catheter was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gage test was performed, and the device was found occluded. Further investigation revealed that reddish material was occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device 31174517 lnumber, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was unable to be flushed after being inserted into the body. Flushing was possible prior to insertion. However, after insertion flushing couldn't happen. The pump beeped so the ablation catheter was removed the make sure that irrigation was flowing. The tubing was flowing correctly but the catheter could not be flushed manually or with the pump. The generator and pump settings were also confirmed to be correct. When the catheter was replaced, the issue resolved. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).